Event description:
Patient representative reported right side "devices caused personal injuries and damages including but not limited to the following: increased risk of bia-alcl, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, physical pain and suffering from explanation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, e1, g2, h6.

Event description:
Upon further review of the reported events by abbvie medical safety, it has been determined that "accumulation of foreign and adulterated silicone particles in [their] body¿ and the subsequent events "inflammation¿, ¿cellular damage¿, and ¿subcellular damage¿ are not known to have occurred as there was no report of rupture that would result in these events. This record is no longer reportable to the FDA and will be un-reported.